Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. The stylet insertion test failed due to a blockage encountered after the terminal end, which is likely due to body fluid, and the x-ray showed no conductor issues. Analysis of evidence or field report indicates that the reported anomaly is covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricle (lv) lead was explanted due to dislodgement. A new lead with the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricle (lv) lead was explanted due to dislodgement. A new lead with the same model was successfully implanted. No additional adverse patient effects were reported.